Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/14/17 phone call, 11/16/20 phone call, 11/20/17 phone call.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.